Manufacturer narrative:
No image or video was provided for review. A review of the instrument log for the maryland bipolar forceps associated with this event has been performed. Per logs, the maryland bipolar forceps was last used on (B)(6) 2020 on system sk0347. The instrument had 1 life remaining. Intuitive surgical, inc. (Isi) received the maryland bipolar forceps associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument was found to have a mechanical indentation to the conductor wire. However, the indentation did not break the insulation to expose the conductor wire. The instrument passed electrical continuity test and there was no thermal damage observed. Fa concluded this failure is attributed to a component failure. The maryland bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). This complaint is a reportable event due to the following conclusion: the customer reported that the black wire on the instrument has a small fray/nick. Fa confirmed the reported issue as the instrument conductor wire was damaged. The instrument had a mechanical indentation to the conductor wire, but the indentation did not break the insulation to expose the conductor wire. The instrument passed electrical continuity test and there was no thermal damage observed. Fa concluded this failure was attributed to a component failure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Initial reporter is blank because it is unknown if the initial reporter submitted a report to the FDA. Recall is not applicable.

Event description:
The customer identified in central processing that the black wire on the maryland bipolar forceps instrument had a small fray/nick and the plastic port of the jaw appeared dented. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the robotics coordinator was unable to provide additional narrative in regards to the event. The customer inquired with other staff members and was unable to obtain further information regarding the instrument issue.